Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient was refilled and apparently had 20 months left on pump but showed elective replacement indicator (eri). It was unknown what if any environmental/external/patient factors may have led or contributed to the early eri. It was unknown what if any symptoms or signs the patient was experiencing related to the issue. It was unknown what if any actions/interventions were taken to resolve the issue. It was unknown if the issue was resolved and the patient's status was alive no injury.